Manufacturer narrative:
Based on the current information provided, the cause of the customer reported failure mode cannot be determined. Intuitive surgical, inc. (Isi) has not received the instrument involved with this event for failure analysis evaluation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted if additional information is received. An image was provided to isi for review and a review was performed by an isi failure analysis engineer (fae). Per the fae, the grip tip appeared to be broken. A review of the system logs for the mega suturecut needle driver (part #471309; serial (B)(4)) was performed. The instrument was last used on (B)(6) 2022 during a da vinci-assisted ventral hernia etep procedure, performed on da vinci system (B)(4) with 11 uses remaining. Based on this review, the instrument was confirmed to have been used during the alleged event reported in this record and it was not used in subsequent procedure(s) after its last usage. This complaint is being reported due to the following conclusion: during a da vinci-assisted ventral hernia etep procedure, it was alleged that the mega suturecut needle driver instrument broke and a fragment fell inside the patient. The fragment was retrieved after the procedure with no patient injury. At this time it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted ventral hernia (extended totally extraperitoneal - etep) procedure, the tip of the mega suture cut needle driver instrument was observed to be missing. As a result, the patient underwent x-rays. However, the customer was unable to locate the fragment. The procedure was completed as planned. On 07-aug-2022, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event from the surgeon: the instrument piece was eventually found on the floor of the operating room (or). The surgeon believes all fragments were retrieved. The patient was informed of the event and no additional surgical procedures were needed. The instrument was being used to suture during etep and the surgeon had done about half of the fasciae closure prior to instrument breaking. The instrument was being used for about 15-30 minutes and seemed to be working fine. The instrument was removed to insert a needle and upon reinsertion, the instrument was noted to be broken. Per the first assist, the instrument's wrist was straightened prior to reinsertion but he did not inspect the tips. No other abnormality was noted in the trocar or on removal.